Event description:
A talent stent graft was implanted in a patient for the endovascular treatment of ruptured thoracic aortic aneurysm. It was reported that the patient was hypotensive from significant blood loss due to the ruptured aneurysm by the time the patient reached the operating room. The physician elected to attempt endovascular treatment of the ruptured aneurysm. The thoracic stent graft was successfully implanted, however, the patient expired during the procedure, due to hypotension. No additional information was provided.

Manufacturer narrative:
Eval codes: results: death. Conclusions: pre-operative thoracic aneurysm rupture. Pre-stent graft implant.